Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, exposure to moisture, damage (physical or cosmetic), and blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported that the pump was exposed to moisture but there was no visible fluid in the pump. The customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. The pump has not been exposed to altitude change. The customer reported a blank display. Troubleshooting was performed, and the customer reported that battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device would be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank display. Unable to perform sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. Unable to verify unresponsive keypad, due to blank display. The following were noted during visual inspection: cracked battery tube threads, fading serial number label, cracked keypad overlay at select button and cracked case near belt clip rails. Blank display anomaly confirmed during analysis due to moisture confirmed. Unable to verify unresponsive keypad, due to blank display. Exposed to moisture confirmed. Unit was confirmed for physical damage on battery tube area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.